Manufacturer narrative:
The device was returned for evaluation. The esheath was visually examined upon return and the following was observed: slight sheath shaft curvature, liner fully expanded as designed, but with a liner tear and liner strand, liner tear 23cm in length from sheath distal tip, liner strand at 1.6cm from sheath distal tip and 0.5cm in length, distal tip opened as designed, but with a split and minor soft tip damage and sheath shaft scratches. Dimensional inspection of the returned sheath revealed that the liner wall thickness was within specification. No visual abnormalities were observed on the returned sample. The reported event was confirmed through evaluation of the returned device. Furthermore, an existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per evaluation of the returned device, slight sheath shaft curvature was observed. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per evaluation of the returned device, sheath shaft scratches were observed. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. As reported, mld is unknown. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Information on insertion angle was not provided. The technical summary outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with the issue. There are several 100 percent in process inspections (visual) performed in manufacturing process and product verification testing (function and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported event. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. As per evaluation of returned device, the sheath shaft was slightly curved and scratches were present on the sheath shaft. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel angulation can create suboptimal angles during delivery system advancement through the sheath. The delivery system or balloon catheter can potentially catch on to the liner of the sheath and lead to liner tears upon removal. In addition, if excessive manipulation was used to overcome the experienced resistance, it could further contribute to the liner tear. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (valve caught on liner, excessive manipulation) may have contributed to the complaint event. Per the complaint description, during the procedure, there was no difficulties on inserting the esheath into the patient, but resistance was felt introducing the ds into the esheath. During the withdrawal, the ds was retrieved carefully through the esheath tip using fluoroscopy and the esheath was withdrawn carefully but no excessive force was required. On removing the esheath, it was observed that the entire length of the liner was split, exposing the sharp edges. It could have split at some point during or shortly after insertion into the patient. During evaluation of the returned device, a distal tip split was observed on the sheath and a liner strand was present. Sheath shaft curvature and scratches were also observed on the returned device, suggesting presence of tortuosity and calcification in the access vessel. Tortuosity and calcification can subject the sheath to suboptimal angles during insertion, advancement, and/or withdrawal that can lead to non-coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the reported tip split and liner strand. In addition, sharp nodules of calcification can damage the sheath tip or liner through direct contact. However, no information about patient anatomy was provided. If excessive manipulation was used to overcome any resistance or high push force during delivery system advancement or removal through the sheath, it may have contributed to the tip split and liner strand. As such, available information suggests that patient (calcification, tortuosity) and/or procedural (excessive manipulation, high push force, valve caught on liner) factors may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The device was returned for evaluation. The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, there was no difficulties on inserting the esheath into the patient, but resistance was felt introducing the delivery system into the esheath. During the withdrawal, the delivery system was retrieved carefully through the esheath tip using fluoroscopy and the esheath was withdrawn carefully but no excessive force was required. On removing the esheath, it was observed that the entire length of the liner was split, exposing the sharp edges. It could have split at some point during or shortly after insertion into the patient. An ultrasound was performed to check the integrity of the vessels, and nothing abnormal was seen. Manual pressure was applied. As a precaution, a femostop was applied and radial arterial line was left in for close monitoring. The case was completed using extra x-ray imaging to visualize, and confirming that there were no complication to the patient. The patient was noted as to be discharged at home. As per pre-decontamination evaluation observations, a esheath dital tip split and esheath liner strand could be observed.